Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported adverse impact to the customer. Caller planned to follow up after obtaining charging equipment. Cts assisted customer with resetting and reloading pump. Customer resumed insulin on call. No further assistance needed.